Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was an hour ahead, which prevent the nurses to get current orders for their patients. A technical support specialist got into the station and fixed the time issue, which was now at current eastern standard time (est) time. Bring the station in care fusion admin and uploaded the component manager files. Ran the component manager install and registered the device on remote support service (rss). Performed a reboot of the station and made sure it would auto login on care fusion application. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es time was not correct. Hard drive was replaced and station reimaged today; now system time was incorrect, impacting medication timing, and remote access to the station was unavailable. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.